Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of the iliac artery, the fibers were allegedly wrapped around the balloon. It was further reported that the procedure was completed with another pta balloon. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size was printed on the balloon hub of the catheter and identified the returned sample as a 8mm x 4cm balloon. Loose and frayed fibers were noted 1.2cm from the distal tip. The fibers were examined closer under microscopic magnification and were observed to be intact. The catheter was kinked throughout its length. However, the manner in which the device was packaged for return may have contributed to the kinks. No kinks were reported by the user. No other anomalies were noted along the length of the device. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035" guidewire and it passed with no issues. The catheter inflation hub was then connected to an in-house inflation device and an attempt was made to inflate the balloon with water. During inflation the frayed fibers were noted to be constricting the shape of the balloon, as an asymmetrical inflation was identified. The balloon was then deflated with no issues. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for frayed balloon fibers on the barrel of the balloon. Additionally, the investigation is confirmed for material deformation, as an asymmetrical balloon inflation was identified during functional evaluation. Per the reported event details, a stent was present at the treatment site, therefore there was likely an interaction between the stent and balloon which frayed the fibers. It is unknown why the balloon snagged on the stent during retraction. It is likely the frayed fibers led to the asymmetrical balloon. It is unknown if patient and/or procedural issues contributed to the reported event. Based upon the available information, the definitive root cause could not be determined. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Use: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy and that no contrast is left in the balloon. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of the iliac artery, the fibers were allegedly wrapped around the balloon and upon inflation the balloon material was deformed. There was no reported retraction issues. It was further reported that the procedure was completed with another pta balloon. There was no reported patient injury.